Event description:
It was reported that syringe s2 10ml plunger is loose and leaked. This occurred on 3 occasions. The following information was provided by the initial reporter: when drawing up solution with the syringe, the plunger is not airtight, air bubbles form in the syringe and the liquid comes out of the end of the plunger. Third syringe from the same batch where this occurs. Clinical consequences: leakage of the syringe, poor volume sampling. Conservative measures and actions taken: dm retained, material vigilance done.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-27. H6: investigation summary a device history record review was completed for provided lot number 2006165. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this incident, a sample was returned for evaluation by our quality engineer team. Through examination of the sample, leakage was observed through the plunger rod. Through magnified inspection, damage was identified on the plunger rod. It has been determined that this incident resulted from damage to the plunger lip component specifically. This type of damage can occur during the handling of the product through the manufacturing process or within the assembly machine.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 10ml plunger is loose and leaked. This occurred on 3 occasions. The following information was provided by the initial reporter: when drawing up solution with the syringe, the plunger is not airtight, air bubbles form in the syringe and the liquid comes out of the end of the plunger. Third syringe from the same batch where this occurs. Clinical consequences: leakage of the syringe, poor volume sampling. Conservative measures and actions taken: dm retained, material vigilance done.